Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Nothing was found in the device's event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm that read the reservoir was empty but there was still chemical substance left. There was unknown patient involvement.